Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received multiple episodes of vf and some were undersensed, which delayed therapy. Review of the stored egms showed potential oversensing with ischemic event. The patient was not doing well and was intubated; will be monitored until he stabilizes. A lead revision was scheduled to improve ventriclar pacing. Later reported that the patient expired due to respiratory issue two days later.